Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low blood glucose while using a freestyle libre 3 plus cgm, with the lowest cgm reading of 66 mg/dl and a confirmatory glucometer value of 74 mg/dl, after recently changing an infusion set due to concern about receiving too much insulin and asking about managing long tubing when switching to short tubing; the user treated the event with oral glucose tablets and glucose was trending up during the call, with the low lasting about an hour and taking 30¿45 minutes to return to range. Symptoms included hypoglycemia. Outcomes included resolution of the low without escalation. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings available, with insufficient information regarding a device component and an undetermined medical device problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.